Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited low pacing impedance and oversensing of noise. Additionally, the noise was reproducible via isometric exercises. Programming changes were made and the patient will be monitored. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the lead was explanted and replaced during the device upgrade.